Event description:
It was reported that pump screen stayed dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer's blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, and technical support arranged replacement pump shipment, confirmed address and warranty, instructed customer to allow battery to fully drain before return, and advised customer to return nonworking pump within 10 days and to program pump settings and reconnect cgm on replacement pump.